Event description:
As soon as started exercising with device, skin of palm of hand came off. Dermatologist seen. Given various topical treatments. Continues to have problems. Saw dermotologist approx. 2 months ago, dermatologist stated it was "90% cured".